Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (investigation findings), h11. It was reported during use that cs300 intra-aortic balloon pump (iabp) did not hold a charge. No more information is valiable as the customer decided to cancel work order due to unit being taken out of service. No details could be provided due to customer no providing po for diagnostic. The fse cannot perform investigation on unit therefore it is not recommened to use it.

Manufacturer narrative:
Updated fields: b4, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11 the customer decided to cancel work order no details could be provided due to customer no providing po for diagnostic. If new information becomes available, this record will be reopened and updated.

Event description:
N/a.

Manufacturer narrative:
Due to characterization limit e1 event site mail: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 doesn't hold a charge, during use. No harm or injury to the patient was reported.